Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure due to normal eri. During procedure, the right ventricular (rv) lead was fractured and stuck in the header of the device even after the screw was completely unscrewed. The lead was cut below the fracture point. It was stated that the lead damage occurred during the removal of the lead from header fracturing the lead from the connector pin exposing an inner wire to pace unipolar. The connector pin remained in the header. The patient was stable before, during and after the procedure and was discharged the next day without any complications.

Event description:
New information states that the device exhibited setscrew anomaly.

Manufacturer narrative:
Report type in follow up number 2 should have been malfunction instead of blank. The reported event of rv lead which was stuck in device header during an eri change out was confirmed. Final analysis found set screw was stripped by torque wrench and was fully stripped, hence it was unable to be loosened to release the lead. There were no anomalies or blood or foreign material found that could have caused stripping of the set screw. A longevity calculation was performed and found the device was at eri and battery depletion was normal. The cause of the issue was due to user's use of the torque wrench.